Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead (rv) due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the rv lead integrity alert were met. Lead integrity alert (lia) triggered on (B)(6) 2016 for ventricular- (sic) and nonsustained episodes. Two nonsustained episodes with ventricular-ventricular intervals less than 220 milliseconds, one each on (B)(6) 2016 and 563 ventricular-sics since last session 15.6 days ago. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that elevated short interval counts (sic) along with a couple ventricular tachycardia - non sustained episodes that appeared to be non-physiologic were noted on the right ventricular (rv) lead which had triggered a lead integrity alert (lia). It was further noted that there were stored ventricular tachycardia - non sustained episodes with evidence of oversensing with noise. Reprogramming was attempted but the issue was not resolved. A lead fracture was later suspected and subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.